Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the vad coordinator that the outflow graft was pre-clotted per the hospital's normal procedure; however, once the pump was started, excessive bleeding was noted to be coming from the outflow graft. A hemoshield graft was placed over the outflow graft in order to help stop the bleeding. The bend relief had to be cut for the hemoshield graft to be applied. It was reported that the pt was returned to the or for other unrelated issues.

Manufacturer narrative:
The pt remains on lvad support with no further issues. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.